Manufacturer narrative:
This report is submitted on february 09, 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, february 09, 2017.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.